Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. An ivus catheter and an unspecified balloon catheter was advanced for pre-dilatation and were able to cross the lesion. A 2.50x16mm promus element plus stent was selected to treat the lesion; however the device was unable to cross the target lesion despite several attempts. It was noted that the edge of the stent got lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).